Event description:
In 2007, impedance measurements> 2000 ohms was reported for some electrodes on the right lead (impedance measurement 1113 was also reported.) No pt complications were reported on the left side of the body. An x-ray was scheduled to assess integrity of leads. In 2008, the right neurostimulator voltage was increased to 3.2 volts; transient surge to the left arm to improve left hand and toe dystonia. Four months later, the left device system was replaced. The right neurostimulator was turned on in the hospital. The following month, the pt was doing well overall; her speech was stable. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 3004209178-2008-03212.